Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. - the screw which holds the hub attachment tube is protruding into the cannulation of the tube. A .229 gauge pin is not able to pass as required. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that (B)(6) 2020, during an orif ankle procedure with fibulock nail, the fibulock targeting guides and associated guides were missing the fibulock nail. This resulted in the screw being inserted in the fibula to the left of the nail, but not in the fibulock nail itself, thus compromising the reduction and alignment of the internally fixated fibula. It was reported that (B)(6) 2020, during an orif ankle procedure with fibulock nail, the fibulock targeting guides and associated guides (ar-8973-01, ar-8973-07, ar-8973-08) were missing the fibulock nail. This resulted in the screw being inserted in the fibula to the left of the nail, but not in the fibulock nail itself, thus compromising the reduction and alignment of the internally fixated fibula. These same three devices were also used in a procedure on (B)(6) 2020 (case (B)(4)) having the same issue/result. The devices will be returned for evaluation under case (B)(4) and evaluation will be applied to both incidents/ case numbers.